Event description:
Boston scientific received information that this right ventricular lead exhibited a lead safety switch for low impedance measurements. This lead also exhibited noise and oversensing. The lead was surgically abandoned as a result of the clinical observations.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.